Event description:
The account alleged that when the foot brake pedal is set that the foot brake casters do lock and engage but the head brake casters will still roll. No injury reported.

Manufacturer narrative:
The account replaced the head end brake casters to resolve the issue.